Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient's stimulation system stopped working and they were wondering if there was a way they could meet with a manufacturer's representative (rep) in their area and they could forward the results to their healthcare provider (hcp). The patient was told that they couldn't be seen until sometime in late october. The patient was just trying to get the results and maybe have the issue fixes quicker. The patient stated that they missed the device. No further complications were reported or anticipated. No symptoms were reported.